Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable estradiol g3 elecsys result from the cobas 6000 e601 module. The initial result was <5. The repeat results were 124 and 125.8. The unit of measure was not provided.

Manufacturer narrative:
Medwatch fields d4 lot no and d4 expiration date were updated.the investigation did not identify a product problem. The cause of the event could not be determined.a general reagent problem was not present, because the qc prior to the event was within ranges.